Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and tape not sticking event. Infusion set was used for one day. Blood glucose level was 390 mg/dl at the time of the event. Patient got treated with manual injection. The duration of hospitalization was less than 24 hours. Patient also experienced the symptoms of confusion, and tired/weak. Patient was found positive for ketones level. Ketones level was 3 mg/dl at the time of the event. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.